Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neo route. Guide cath: 7fr ebu35. The device was returned for evaluation. Guide wire resistance and shaft kink were confirmed. Difficult to position/guiding catheter resistance was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, eccentric de novo 85% stenosed, proximal to mid left anterior descending (lad) artery, the non-abbott guide wire was positioned and predilatation with the 2.25 and 2.75 mm non-abbott balloon dilatation catheters (bdc) was performed. The 3.0 x 18 mn xience prime stent delivery system (sds) was advanced but became stuck at the middle part of the guide catheter and could not be removed. The guide wire, guide catheter, and sds were removed from the anatomy as a single unit. It was noted that the sds shaft proximal to the exit port was bent during manipulation and the sds could be removed from the guide catheter but the guide wire remained inside the sds. A different guide wire and 7fr guide catheter was delivered and a 3.0 x 18 mm xience prime sds was deployed at the lesion without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.